Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing of r waves on the right ventricular (rv) lead. It was noted there was possible pacing on the qrs complex. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.